Event description:
During the evaluation of the xenon light source, the lamp life was expired reading over five hundred (500) hours. There was no patient involvement.

Manufacturer narrative:
The device was returned for inspection. Based on the results from the investigation, the likely cause of the third-party repair. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.